Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/01/2019. Additional information: event problem and evaluation codes. Additional device evaluated by MFR: two labeled winding formers with a undispensed suture piece and a detached needle of product code pdp317, were received for analysis. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification for suture remnant and none was noted; also, several marks on the body of needle that appears to be by the use of a surgical instrument were observed. The sutures pieces were examined, and the impression of the swage area was not found due to the ends were cut appears to by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause of the pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gastric bypass surgery on (B)(6) 2019 and suture was used. During the procedure, the needle disassembled from the strand. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.